Event description:
During the procedure as the clip was being positioned, the aperture failed to lock in the side-to-side plane. The up-down plane did lock correctly. At this point the decision was made to replace the device to facilitate easier application of the clip. There was a brief delay while a new device was opened and the second device was successfully used without further incident. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The device passed all visual inspection however it was confirmed that the loop would not lock in left/right direction. The handle halves were separated to inspect the internal components of the device and it was discovered that the cables which control the movement of the loop in the left/right direction had slipped due to improper torquing (tightening) of the screw connecting the cables to the locking pulley.